Manufacturer narrative:
Section a6: unknown/ asked but not available. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It is reported that the preloaded monofocal intraocular lens (iol) had been scratched, and the lens came out of the box scratched. There was no patient contact. The lens was discarded. Additional information was recieved and it was learnt that lens was replaced with another j&j lens with the same diopter and model iol. The patient¿s outcome is unknown. Reportedly there was no issue with the box being damaged and no breach or potential breach in the sterility of the product. No further information was provided.